Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by spasmodic abdominal pain and cloudy effluent solution. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with cefazolin (1.5g, discontinued after 15 days) and brulamycin (80mg, discontinued after 15 days) for the event. At the time of this report, the patient has recovered 15 days after the event onset. Action taken with pd therapy was not reported. No additional information is available.